Event description:
It was reported that the bur guard became extremely hot and fractured while in use. There were no adverse consequences associated with this event. The procedure was successfully completed with a back up device.

Manufacturer narrative:
The device was discarded at the account. As no lot number was provided, the device history record can be reviewed. A follow up report will be filed if additional information is received.